Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of a broken device is as follows: possible complications of the use of the orbera¿ system include: intestinal obstruction by the balloon. An insufficiently inflated balloon or a leaking balloon that has lost sufficient volume may be able to pass from the stomach into the small bowel. It may pass all the way through into the colon and be passed with stool. However, if there should be a narrow area in the bowel, as might occur after prior surgery on the bowel and adhesion formation, the balloon may not pass and then may cause a bowel obstruction. If this occurs, percutaneous drainage, surgery, or endoscopic removal could be required.

Event description:
Physician reported that "during procedure" device "was empty inside the stomach of patient. Patient informed that drank 1,5l of water." Device was removed.